Event description:
Davinci xi robot fenestrated bipolar instrument became frayed while in use inside of the patient. It was not broken prior to use. There was no resulting patient harm, and the instrument was replaced on the field. There were only 2 remaining "lives" on the broken instrument, so it was discarded.